Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving the failed self test alarm on the insulin pump. The customer's insulin pump was also unable to upload to carelink. The customer's blood glucose was unknown. Troubleshooting was done. Upon checking the alarm history of the insulin pump, it was confirmed that the insulin pump had alarmed failed self test thirteen times. Advised customer to perform the rewind process again. Advised customer to program a bolus into the air, and the customer was able to do so successfully. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump alarmed during the self test, and was unable to download to care link due to a faulty component on the remote frequency board. The pump also had a cracked reservoir tube lip.